Event description:
Information received indicates the head hi/low head function is drifting down slowly into the trendelenburg position.

Manufacturer narrative:
The technician isolated the issue to the trend linkage being out of adjustment. He adjusted the trend linkage to repair the bed.